Manufacturer narrative:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with explaining with an earlier gas loss alarm. She stated that yesterday on her shift there was an issue with the ECG leads. She changed them and was able to have the pump correctly. She stated the night nurse reported this occurring overnight. There were no strips or screenshots available to review. No one called into the emergency support line until (B)(6) called in at 9:18 am this morning. She then stated that at around at 8:30 this morning, there was a gas loss alarm. The nurses disconnected the helium tubing and removed condensation. The pump was restarted successfully. Esp team verified there was no blood or discoloration in the helium tubing. Esp team discussed with adriana the proper way to troubleshoot this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp team explained why disconnecting the helium tubing resolved this alarm. (B)(6) and esp team reviewed the nature of this alarm and different clinical possibilities. We determined the most likely cause was the patients peep. Esp team encouraged her to call me should the alarm go off several times in an hour so we could troubleshoot it together. Esp team asked her if we could print an alarm log to see what alarms had occurred overnight. (B)(6) then placed me on hold due to the cardiologist at the bedside. Once she came back to the phone, she stated they were going to go exchanged the catheter in the cath lab. When asked why, she stated because of the arterial waveform. Esp team reviewed a screenshot of the pump. It appeared the inner lumen was clotted. Esp team explained we could troubleshoot the arterial waveform and potentially the patient would not have to back to the cath lab. User declined. The call was ended. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm and clotted inner lumen that occurred during intra aortic balloon therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.